Manufacturer narrative:
04-sept-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
[Oral-b/power oral care refills] brush heads come loose in mouth when brushing [device breakage]. Case narrative: the consumer reported via phone that the brush heads came loose in mouth when brushing. No injury was reported. Follow up: concomitant batch lot number updated. Follow up: product investigation results: suspect changed to toothbrush handle. Cause of failure: consumer influenced; loosened adapter pin due to effect of force. No manufacturing cause and no design issue identified based on investigation. No injury was reported.